Event description:
It was reported that at a changeout procedure, the device did not pace and sense on the existing lead. When another pacemaker was attached to the lead, pacing and sensing were normal. The ipg was explanted. No patient complications have been reported as a result of this event.